Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced, a myocardial infarction. In (B)(6) 2008, the patient presented with stable angina. The target lesion was 70% stenosed and 12 mm in length located in the proximal left circumflex (lcx) with a reference diameter of 3.0mm. This was treated with pre-dilation and placement of a 2.75x16mm ion stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of intermittent chest pain radiating to left arm and was hospitalized on same day. Cardiac enzymes were found to be elevated. The patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. No intervention was performed and patient was treated medically. The following day the event was considered resolved without residual effects and patient was discharged on same day.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).